Event description:
It was reported that a faradrive steerable sheath clear during preparation was full of bubbles, it was not possible to get rid of them. During manual flushing with syringe there was always a bubble formation in the luer (flushing side port). The preparation has been done as usual, according to IFU. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The sheath was unable to be assessed with our standard leak test procedure, due to leak at the stop cock. The device underwent microscope analysis, and it was observed that the flush lumen was torn close to the side port, where the adhesive filet bonds the lumen to the valve hub of the sheath. Additionally, no significant damage was noted on the valves while cracks were identified around the stopcock, causing multiple leak paths. The complaint for 'visible air/bubbles' was confirmed through cis analysis. Also, the field e1 (initial reporter fax) was updated.

Event description:
It was reported that a faradrive steerable sheath clear during preparation was full of bubbles, it was not possible to get rid of them. During manual flushing with syringe there was always a bubble formation in the luer (flushing side port). The preparation has been done as usual, according to IFU. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.